Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high and low blood glucose ranging from 37 mg/dl to 400 mg/dl. The customer was treated for the high blood glucose with food and glucose tablets. The customer stated that they been experiencing low blood glucose for five years due to back pain. The customer stated that their meter does not upload on their insulin pump. The customer was transferred to the bayer company for assistance with their meter. The customer did not troubleshoot the issue. The customer did not return the product back for analysis.